Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after 64 months of implant duration due to battery depletion. The physician expressed dissatisfaction with regard to product longevity.